Manufacturer narrative:
G4: 19sep2019; b4: 27sep2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer swap out the graphic user interface (gui) assembly. If the problem resoles, then the technician recommended the customer proceed with touchscreen replacement. The customer later reported that the unit was still down due to an exhalation valve failed "neo mode only error" during adult extended self testing (est); however, the touchscreen was now responsive. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/19/2019.

Event description:
It was reported that the touchscreen was unresponsive. There was no patient involvement.